Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. The insulin pump was received with blank display after countdown due to faulty connector on mother board. The insulin pump was unable to verify alarm due to blank display. Unable to verify lost settings due to blank display. No cosmetic damage noted.

Manufacturer narrative:
The insulin pump was received with an external flash crc error. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother called via phone call indicating external flash crc error on her insulin pump. The customer's blood glucose is unknown. The customer stated that an external flash crc error appeared and she lost all her pump setting and had to re-enter in the settings. The customer stated that this incident happened when she had to rewind and prime. The incident happened about 8 times. The customer stated that the alarm cleared with act button. The customer will be sent a replacement insulin pump.